Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The upper electrode is broken/detached. The saline line connector is cut and not returned with the device; there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed on the remaining stubs of electrodes. The suction- line was tested and performed as intended. The cut saline line was tested using a syringe and performed fluently when tested on a saline bag. The complaint was verified and the root cause could not be determined with certainty; several factors that could contribute extensive wear; factors (1) may result from vigorous use against bony surfaces; (2) irregular wear of the electrodes leading to malfunction (3) electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases (4) rate of saline flow. These effects will compromise the performance resulting in product malfunction, failure, or patient injury there were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an adenoidectomy the first wire on the evac 70 xtra hp broke inside the patient, the wire burnt off while dissecting the tissue. The doctor had to replace it with a new wand, the suction was good and the saline used during the procedure was sufficient too. No significant delay or patient injury was reported.